Event description:
Patient ethanol samples gave lower results as they got to the end of their reagent cassette. The field service representative found the cassette was defective and corrected the low results by replacing the cassette. The incorrect results were not used to guide therapy.